Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf (B)(4) facility as of 10/25/2016; however, a poor quality photo of seal was submitted. Product may have been used longer than normal which may have caused it to become less pliable and rip when a sharp instrument was introduced. Unable to determine the root cause of customer's complaint. Labeling was reviewed and found to be adequate, ie intended use, indications and field of use, preparation and cautions. Reports on this device were reviewed, no trends were noted. (B)(4) considers this matter closed. However, in the event we receive the device or additional information is received, (B)(4) will provide FDA with follow-up information. (B)(4). Actual device not returned.

Event description:
Richard wolf (B)(4) was notified about a device that tore during a procedure. Specifically, after an endoscopic rhizotomy procedure was completed, the spine endoscope with all of its attachments and adaptors was disassembled. A black sealing cap was observed to have a small piece torn off (approx 3 mm in diameter). All of the surrounding area was immediately searched and the piece was not found. Procedure completed and no injury to patient or staff was reported. A full investigation could not be completed at this time as the actual device was not returned to the (B)(4) facility as of 10/25/2016, only a poor quality photo of the device has been received. Unable to determine lot # based on photo. However based on sales records, the following is the information on the last sealing cap purchased by user facility: lot #51001511, qty - 1 package (10 seals/package), date purchased - (B)(6) 2014, manufacturing date - 04/2014.